Manufacturer narrative:
An investigation is underway; upon completion, the investigation will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer states she was having trouble getting the safety device to move after giving an insulin injection and was stuck by the contaminated needle. Customer states force was required to engage the safety.